Event description:
Lead noise caused an inappropriate vf detection and therapy delivery. Rv pacing threshold has trended up slowly since (B)(6) 2022. Sensing has trended down since (B)(6) 2022. Shock impedance has trended up in (B)(6) of 2022, with the short rv interval count graph increasing starting on and around (B)(6) 2022. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.